Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient¿s catheter was kinked. It was reported that the patient was in surgery for a pocket revision because they were getting ready to have a hernia surgery and the general surgeon wanted the pump moved slightly. The catheter was found to not be patent during the surgery. It was reported there was no flow when attempting to aspirate through the side port. It was reported that the doctor was able to unkink the catheter at the anchor sited by removing the anchor. The doctor placed a new anchor and a new colored connector and was able to obtain flow. No environmental/external/patient factors that may have led or contributed to the issue were reported. The patient¿s status was alive with no injuries. The issue was resolved. No symptoms were reported. No further complications were reported or anticipated.